Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that paramedics were called a few times due to low blood glucose. Customer reported to be hospitalized once on (B)(6) 2015 with blood glucose of 20 mg/dl which was treated with food and glucose tablets. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. Insulin pump passed self-test. After troubleshooting, it was found that insulin pump was working as designed.